Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern, the physician experienced resistance and kinked the pusher assembly of the pod coil. Therefore, the pod coil was removed. Next, the physician advanced a new pod coil into the vessel; however, while attempting to reposition the pod coil, the coil unintentionally detached. Therefore, the lantern containing the detached pod coil was removed and the coil was flushed out. The procedure was completed using a new pod coil, pod packing coil (pod pc), and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.